Manufacturer narrative:
We received two sealing papers and the catheter without sliding clamp as faulty sample. The catheter tube snapped between the 12 cm and 13 cm marking. Microscopic examination revealed a diagonal cut with smooth fracture surfaces, indicating that the catheter was withdrawn back through the needle bevel. Regarding this, the IFU states: "important caution: at no time should the catheter be withdrawn back through a splitting needle. If it becomes impossible to advance the catheter into a satisfactory position, then the needle and catheter must be withdrawn simultaneously. The result of withdrawing a catheter back through the needle can be catheter embolism." The customer used alcohol-based disinfection, but concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinectans. This may irreversibly damage the catheter." Furthermore, the IFU states: "if difficulty is experienced advancing the catheter, gentle flushing of the catheter with saline solution, may assist in opening venous valves which may be obstructing advancement. When the final position is reached, stabilize the catheter by pressing lightly on the skin, 2-3 inches above the insertion site and withdraw the needle over the catheter." Having checked the batch history records; no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. One batch was used for the assembly group of the catheter tube (involved code 6g35982002). The value of the tensile force of the catheter tube for batch 8248953 was min. 8.50 n and therefore within its specification (min. 3 n). There are no further complaints for batch 031224gq, but one further complaint regarding a snapped/cut catheter tube during placement on product code 1252.30 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.

Event description:
Use of vygon nutriline openable needle catheter, 2 fr polyurethane neonatal vascular catheter, length 30 cm, for the administration of parenteral nutrition in a preterm newborn (33+5 weeks e.g.). Insertion procedure initiated from the basilic vein of the right upper limb using an introducer needle. Inserted the distal part of the catheter using anatomical forceps. When checking the possibility of infusing physiological solution and seeing blood reflux, the catheter was inserted up to 17 cm, but there was no blood reflux. It was therefore decided to remove the catheter, initially encountering resistance. Once removed, the absence of the last 13 cm was noted. Transfer of newborn to another facility (hub with haemodynamic service) for a surgical intervention to remove the catheter fragment.

Event description:
Use of vygon nutriline openable needle catheter, 2 fr polyurethane neonatal vascular catheter, length 30 cm, for the administration of parenteral nutrition in a preterm newborn (33+5 weeks e.g.). Insertion procedure initiated from the basilic vein of the right upper limb using an introducer needle. Inserted the distal part of the catheter using anatomical forceps. When checking the possibility of infusing physiological solution and seeing blood reflux, the catheter was inserted up to 17 cm, but there was no blood reflux. It was therefore decided to remove the catheter, initially encountering resistance. Once removed, the absence of the last 13 cm was noted. Transfer of newborn to another facility (hub with haemodynamic service) for a surgical intervention to remove the catheter fragment.

Manufacturer narrative:
The malfunctioning device was returned for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.